Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced pain and swelling at the implant site; subsequently the patient underwent revision surgery (B)(6) 2014 to have the device repositioned. The implanted device remains.